Manufacturer narrative:
(B)(4).sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with repriming the patient line while using the homechoice (hc) during the 'connect yourself' prompt. The patient stated that she just connected and noticed that there was air in the patient line. Gts explained that the patient would need to start over with new supplies or risk an infection. The patient stated she was not sure where the cap was before she put it back on the patient line. No injury or medical intervention was reported. Baxter contacted the patient who stated that she is doing fine with therapy. The patient stated she did not develop any adverse event or need any medical intervention. The patient also stated that she feels that there were no issues with the products but it was something she did incorrectly. The home patient stated this has never happened before.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the air in the patient line was due to user error (the patient stated she felt she did something incorrectly). The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received, and baxter will continue to monitor this product line and take corrective/preventive action as needed.